Event description:
Md was assisting on a laparoscopic hernia repair after using a non-locking laparoscopic grasper inside the pt. Md noticed instrument not working properly. When instrument was examined, md noticed a piece of the grasper missing. A fluoroscopy (x-ray) was ordered and detected the missing piece of instrument in the pt's abdomen. After several attempts to retrieve the piece laparoscopically with no success, the md performed a laparoscopy to retrieve the missing piece of instrument and repaired the hernia.